Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 28jan2019. International UDI #(B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator was constantly alarming battery check alarm.the ventilator was on a patient at the time of the event occurred. There was no patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 12jul2019, date rec¿d by MFR : 11jul2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The battery was replaced to address the reported issue. The device has been repaired and is back in service. The defective battery was disposed of by the field service engineer and will not be returning for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.